Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer stated alarm occurred 30 to 45 minutes ago. She was having dinner and when she attempted to bolus and the numbers were ramping up. She then removed the battery to reset the device and then it alarmed. Customer doesn't recall her blood glucose level. Customer reported it is really hot where she is from and she has been sweating profusely and wasn't sure if that may have caused it. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.